Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation, since the patient could not be reached to obtain additional information. The patient reported the alleged meter inaccuracy issue began on (B)(6) 2017, at 7 pm. The patient reported that she obtained inaccurate blood glucose results of ¿231 and 126 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for precision. The patient reported that she manages her diabetes using insulin (self-adjuster), and stated that in response to the alleged inaccurate results she instantly took an extra 22 units of humalog insulin. 5 minutes after this taking the insulin she alleges she developed symptoms of ¿dizziness, blurred vision and disorientation¿. She denies requiring any treatment for the alleged symptoms. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr walked the reporter through a retest and the control solution test was in range. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.